Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The device longevity calculation meets lower 99.9%. The battery depletion curve equals 96%.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949, implantable tachy lead, (B)(6) 2005; 4469, competitor implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was removed and replaced due to elective replacement indicator (eri). The longevity of the ICD was less than expected. It was further reported that the myocardial lead was unable to capture, even at maximum pacing output. The lead has been capped and abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.